Manufacturer narrative:
Clarification: loosening of crown. The serial number was not provided and the unit has not been returned for evaluation. Only an email address was provided by the initial reporter. The manufacturing date was not provided and the unit has not been returned for evaluation.

Event description:
The consumer states that their crown has loosened after 2 weeks of using their flexcare power toothbrush.